Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The delivery of an inappropriate shock was also reported. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.